Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator change out, the physician noted a lead fracture just below the connector pin. The fractured portion of the lead was sealed with medical adhesive. The lead remains impla nted.